Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased alinity I tsh result of 0.005 miu/ml was generated for a patient sample (B)(6) on (B)(6) 2020. The physician requested a retest. The same sample retested at 1.84 miu/ml on (B)(6) 2020. The customer's normal range is 0.35 - 4.94 miu/ml. The sample showed 1+ hemolysis and the customer stated that red cells in the sample settled prior to retesting on may 18th. The customer is not sure whether the issue was sample related. No adverse impact to patient management was reported.

Manufacturer narrative:
Service representative visit on (B)(6) 2020 (day before current complaint) was opened to address multiple message code 3424 during sample testing. Multiple parts were replaced to resolve the issue. Sample integrity cannot be ruled out. A review of the alinity I ai02821 service history was performed, and the review identified no additional erratic results post the current complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.